Event description:
Case reference number (B)(4) is a literature report by a physician which refers to a female aged (B)(6). After four rhinoplasties, this (B)(6) woman was injected with a hyaluronic acid filler to improve tip projection. "The tip turned white and then black" with necrosis. The wound healed secondarily. The skin of the tip and dorsum was scarred. The tip lacked projection. Her breathing was satisfactory. This paper illustrated the use of a 3 stage forehead flap and anatomic reconstruction of the tip cartilages to repair a full thickness necrosis of the tip after a cosmetic filler injection. An overview of presentation and treatment of this complication is presented with reconstructive guidelines to direct the surgeon to successful repair.

Manufacturer narrative:
Corrected data: galderma laboratories l.p. (B)(4). Pharmacovigilance comment: a causal relation between the event and the treatment cannot be excluded. The vascularisation of the nose tip may be altered by a surgical procedure. Isolated rare cases of ischemia/necrosis affecting the nose following injection treatment in pts who had prior rhinoplasty, have been reported. The reported event is addressed in the label. This literature article describes that the pt was injected with a hyaluronic acid filler. Although the product name is not reported, it cannot be excluded that a q-med product is involved.